Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): - cm9010gt (unknown) g2: foreign - the event occurred in germany. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, a needle broke off during use, and the tip was not found; radiographs confirmed it did not remain in the patient. The surgical technique specified for the device was followed. The suture forceps also became jammed and no longer opened or closed properly. Another needle and a different pair of suture pliers were used to complete the procedure. No patient impact was reported. Due diligence is complete for this complaint; it was reported that no further information is available, and to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6 the reported event is confirmed from returned product. Visual inspection of the returned device noted there is no noted damage to the inserter but was returned with the anchor fractured. The inserter is visually conforming to the print with two black handle halves and a purple knob. Medical records were not provided. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.